Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. On 4/13/2026 the customer¿s blood glucose (bg) level was 420 mg/dl with ketones that were identified as life threatening by a healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to gather the release date; however, no response was received. No additional is available.

Manufacturer narrative:
Adjusted the b5 with an updated bg value

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. On (B)(6) 2026 the customer¿s blood glucose (bg) level was 429 mg/dl with ketones that were identified as life threatening by a healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to gather the release date; however, no response was received.